Manufacturer narrative:
Peritonitis occurred on an unreported date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with cefazolin (intraperitoneally, dose and frequency not reported). In the month following onset, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information was available.